Event description:
Falsely elevated troponin I results of 22.17 and 22.85 ng/ml were obtained from the same sample. The elevated results were reported to the physician who questioned the results. The same sample was tested on an alternate instrument and results of 22.26, and 23.20 ng/ml were obtained. Other cardiac markers were negative. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. Analysis of instrument data does not identify a device failure. No conclusions can be drawn.